Event description:
On (B)(6) 2011, pt reported he has had concerns with the up button on the infusion device not responding to button presses. Pt stated he noticed the issue on (B)(6) 2011. Pt reported the up arrow button is not responding. Pt stated the button does pop back up after pressing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.